Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be closed as usual. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time the device was returned with the outer tube (shaft) bent. No functional test could be performed, as the clamp arm did not close and due to the returned condition of the instrument. Manufacturing process has been reviewed and there is no current evidence of this issue.